Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when detaching the pulmonary parenchyma during a left anterior lobectomy, it was reported that the surgeon was able to press the green but unable to squeeze the handle, therefore the device did not fire. It was also reported that the surgeon was supposed to replace only the reload, however it was stuck on the handle and it could not be removed. The surgeon replaced both the handle and reload to complete the procedure. The surgical time was extended 30 minutes or more due to the product problem. There was no patient injury.